Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician had difficulty advancing the left ventricular (lv) lead over the guidewire. Following initial placement, device interrogation revealed that the lv lead exhibited loss of capture and noise. As a result, the lv lead was not implanted during the same procedure. The patient remained stable throughout the procedure.